Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were observed. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.